Manufacturer narrative:
The device manufacture date in section h4 has been updated to 05-jul-2023 for the contour® next one meter with serial # (B)(6).

Manufacturer narrative:
The customer returned the contour® next one meter with serial # (B)(6) and contour® next test strips from lot # 4ahe02xb for evaluation. The test strips associated with the event from lot # 3cpeg04a were not returned. An in-house testing was performed using the returned meter with the returned test strips and in-house contour® next test strips from lot # 3cpeg04a, using blood spiked with glucose at 134 mg/dl, as determined by the ysi instrument in five replicates each. All tests recovered within the fit-for-use limits and were properly stored in the meter's memory. Additionally, the device history record was reviewed for the suspected contour® next one meter with serial # (B)(6) and no manufacturing anomalies were found. The device manufacture date in section h4 of the initial report was captured as 11-jul-2019. The correct device manufacture date is 15-mar-2020. Section h4 has been updated with this information. The model # number has been updated in section d4.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The device model # (d4) was not provided.

Event description:
The customer from france reported that his blood glucose readings were not being stored in the memory of the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.